Manufacturer narrative:
B3: event date unknown.device evaluation: one device was received. A visual inspection found a bubbled dso seal and a scratched lcd lens. There was no evidence to review in the event history log. During the functional testing, the reported problem was able to be confirmed. The cause of the issue was found to be a bad latch lock flex. The latch lock flex was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the cassette was locked but not latched. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement and no harm/adverse event was reported.